Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation, the device failed a test step indicating a circuit leak failure. The device's active exhalation control module was replaced to address the issue. There was no test sheet available for review. Additionally, not related to the reportable issue, the device's blower motor was found to be noisy and was replaced to address the issue. The device's stirring fan foam, pollen filter and micron filter were replaced preventatively. The device was cleaned and tested and passed all final testing.